Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device ran on its own when the battery was inserted but when the user tried to drill nothing happened. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the foreign substance was found inside the unit, the internal components were corroded and the electronic control unit (ecu) was damaged (metal plate started to come off). The assignable root cause was determined to be due to component damage from normal wear from use and servicing over time and improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.